Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's husband contacted technical services requesting for a replacement dialysis machine due to an increased intra-peritoneal volume (iipv) during treatment on (B)(6) 2016. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient did report feeling some pain due to feeling full but did not require hospitalization, medical intervention or additional treatment as a result of the increased intraperitoneal volume (iipv) instance. She also reported that the replacement cycler was delivered and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. (B)(4). The reported drain volume of 3843ml was 192% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Correction: date of event: (B)(6) 2016. The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and simulated treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler not draining with no alarm was not reproduced during the simulated treatments. During a treatment, a dc (drain complication encountered) support warning occurred, as expected, when the patient line was intentionally restricted. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.